Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. The device history record for the lot number, 0201259288, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Fill volume: 250 ml. Flow rate: 175 ml/hr. Procedure: unknown. Cathplace: unknown. A report was received stating the eclipse pump ran faster than expected. It was expected to infuse for 90-minutes but the infusion was complete in 60-minutes instead. The was no reported injury. No additional information was provided.

Manufacturer narrative:
Correction: the actual complaint product was not returned for evaluation. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A medwatch report, number mw5061869, was received for this complaint on 20-may-2016.